Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this patient was hospitalized due to syncope related to a possible fall. The device was interrogated, and it was not possible to obtain any measurements and no sensing was noted. It was noted that a revision procedure took place and interrogation of the device revealed no pacing. New pacing system analyzer (psa) cables were used to attempt to obtain measurements on the right atrial and right ventricular leads, but the issue persisted. The device was replaced and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized due to syncope. The device was interrogated, and it was not possible to obtain any measurements. It was noted that a revision procedure took place and interrogation of the device displayed a fault code. In addition, the device was not able to pace. The device was replaced and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was hospitalized due to syncope related to a possible fall. The device was interrogated, and it was not possible to obtain any measurements and no sensing was noted. It was noted that a revision procedure took place and interrogation of the device revealed no pacing. New pacing system analyzer (psa) cables were used to attempt to obtain measurements on the right atrial and right ventricular leads, but the issue persisted. The device was replaced and expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the describe event or problem, device codes, and patient codes.